Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were loose and dislodged from the pump. The cartridges were inserted back onto the pump to address the issue. There was no reported adverse impact to the customer's blood glucose level.